Manufacturer narrative:
Initial.

Event description:
It was reported that a user newly started on the ilet experienced post-meal hyperglycemia up to 387 mg/dl, removed the pump, and had alarms related to changing the insulin infusion set; limited data were available upon device sync and the pump was reset in the clinic, with education provided on meal spacing and algorithm function. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the clinic team and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to user interface and an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.